Manufacturer narrative:
Final device analysis of the lead revealed the following: no significant anomaly found. It was stated the lead body was stretched.

Manufacturer narrative:
Product ID 3889-28, serial# unknown, implanted: 2012-(B)(6), explanted: 2013-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the sacral lead broke and impedances were over 4000 ohms on all electrodes. It was noted that the lead was explanted and replaced. It was noted that an x-ray was performed as a diagnostic. It was noted that the patient underwent a surgical procedure for discal hernia and from that moment the patient stopped feeling the stimulation. It was noted that the patient had less than 50% therapy relief. It was noted that at the time of the report the patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.